Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons on the insulin pump were sticking. Customer stated that the insulin pump rejecting new batteries. Insulin pump had no delivery alarm. Customer stated that the screen was scratched and hard to read. The insulin pump will not be returned for analysis.